Manufacturer narrative:
(B)(4). Upon follow up it was reported seven days after the event onset, the peritoneal catheter was removed and pd (peritoneal dialysis) therapy was discontinued. On an unknown date after the pd catheter removal the patient was discharged from the hospital. Nineteen days after the event onset, vancomycin was discontinued. At the time of this report, the patient was recovered and remains on hold for dialysis. Also at this time the patient is awaiting the doctor to plan the date for a new pd catheter to be inserted so the patient can restart pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (2 g per day; frequency and duration not reported) and intraperitoneal gentamycin (30 mg per day; frequency not reported) for peritonitis. Six days after the event onset, the gentamycin was discontinued. Upon medical judgment, it was decided the patient was not recovering even with antibiotic therapy; therefore, the following day the peritoneal catheter was removed and ¿the patient will remain in dialysis pause until full recovery of the peritonitis¿. At the time of this report, the patient was not recovering. No additional information is available.